Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display, audio and beep anomaly or frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer insulin pump had a frozen display and keypad anomaly. The customer¿s blood glucose was 480 mg/dl at the time of incident. Customer¿s daughter stated that the insulin pump screen was frozen and the buttons were unresponsive. No significant events leading to the issue was observed. Troubleshooting was performed and confirmed that time is not advancing and the display did not return even after battery change. Customer had a high blood glucose of 480 mg/dl and treated with insulin pump and manual injection. Customer's blood glucose was 363 mg/dl the morning prior to call. Customer's daughter declined high blood glucose troubleshooting. The customer¿s daughter was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.